Manufacturer narrative:
Please note correction to d6a. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A device inspection was impossible due to missing implant and a review of the DHR revealed no discrepancies, in particular for the sterilization steps performed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population.¿ in accordance to the above statement the packaging, sterilization and storage/delivery documents were reviewed for the lot reported; no abnormalities or deviations were found. A relationship to the reported infection can be excluded; there is no assumption that the reported stryker implant caused the infection. A review of the labeling did not indicate any abnormalities. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.

Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system, the subject had a delayed union (no bone consolidation within 4 months). The subject had dehiscence and drainage from proximal medial woundsurgery on (B)(6) 2021: irrigation and debridement of right leg; removal of cement, removal of hardware.

Manufacturer narrative:
The device will not been returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system, the subject had a delayed union (no bone consolidation within 4 months). The subject had dehiscence and drainage from proximal medial wound surgery on (B)(6) 2021: irrigation and debridement of right leg; removal of cement, removal of hardware.